Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device exhibited normal battery depletion and no malfunction was identified.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's dbs ipg had prematurely arrived at it's elective replacement indicator(eri). Surgical intervention successfully resolved this issue with a replacement.